Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was not laying flat in the pocket causing discomfort. The pocket was revised and a new pocket was created. The ICD remains in use. No further patient complications have been reported as a result of this event.